Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found battery compartment corrosion, lens scratched. During functional verification testing, the downstream occlusion (dso) sensor failed, and the flex circuit was damaged. The service history review had no indication that the complaint was related to a service of the device within the review period. All defect parts were replaced.

Event description:
It was reported that the battery coils were damaged and corroded. The issue was not related to physical damage/abuse. There was no delay of therapy. There was no patient involvement reported.